Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges lot t11062a that yielded discrepant result of 0.12 ng/ml on a patient presented in the ER. I-stat: date: (B)(6) 2011, time: 1929, result (ng/ml): 0.12 t11062a, eci results: 1929; (B)(6) 2011, 0.01 (t11091b), na; (B)(6) 2011, 2200, 0.01 (t11091b), <0.012 (2100); (B)(6) 2011, 0610, <0.012. All cardiacs were normal. The suspected discrepant results were not released to the physician. Based on the information available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).